Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous left anterior descending (lad) artery. During advancement of the 3.0x33mm xience xpedition stent delivery system (sds), the stent implant dislodged. Reportedly, there was no resistance noted and no force applied. No attempt was made to snare the dislodged stent. A balloon dilatation catheter (bdc) was used to deploy the dislodged stent in healthy tissue. Another 3.0x33mm xience xpedition sds was used to successfully treat the target lesion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.